Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they wanted to change their settings but they couldn't get the handset and communicator to connect to their therapy settings. The patient stated they thought it was something they were doing wrong. Patient services asked the patient if they were able to feel where the ins site was and the patient stated they could feel the incision but that the ins had moved. The patient stated from the beginning, the ins had been so close to the surface of their skin, they could almost see the side of it. The patient stated it was painful and hard and kind of sticking straight up and down, so they would rub it while they were in bed at night to make it move farther in and it ended up shifting back into the mass of their buttock. The patient stated now, as of a couple days ago, they could no longer feel where it was and that they thought it was now even deeper. The patient stated their symptoms were the same as when they first had it put in but that now that they were moving more slowly because they'd broken their foot, they would get the urge to go to the bathroom and they wouldn't be able to make it in time to get there as of recently because they were moving so slowly. The patient stated they were in bed a lot because they were just waiting for their ankle to heal. Patient services redirected the patient to follow up with their healthcare provider to assess the situation. The patient stated they would reach out to the hcp.